Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was recorded as high. Customer administered a correction bolus via the pump and insulin injection to address bg. Customer's bg lowered to 300 mg/dl. During pump system check with technical support, customer reported to have been using lyumaev insulin which is not labeled for use with the pump and insulin was observed to be exiting from the tubing very slow. Customer reported that the type of insulin used with be discussed with their diabetes clinic.